Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant products: 225cc mentor smooth round moderate profile saline breast implant (catalog number: 3501630, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with 225cc mentor smooth round moderate profile saline breast implants and experienced postoperative left-sided deflation. The diagnosis was confirmed by a physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced with unspecified breast implants.

Manufacturer narrative:
Mentor became aware of an event detail that was erroneously indicated in the initial report submitted on 12/26/2019. The b5 summary indicated that the patient was a 26-year-old caucasian female. The correction is that she was 37-years-old of unknown racial background at the time of event. The patient information section was correctly submitted in the initial report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. The patient's explantation was rescheduled to (B)(6) 2020. This supplemental report has been updated accordingly. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).